Event description:
Caller states the patient tested 4.8 inr on the coaguchek xs system while a comparison lab returned as 2.1 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).